Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up. During interrogation, the right ventricular lead exhibited increased capture threshold and a drop in r waves. No intervention was performed. Patient's condition was normal and patient was discharged.

Event description:
New information received stated that the right ventricular lead was explanted on 12 sep 2019. Patient's condition during and after the explant procedure was fine.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received stated that the right ventricular lead was explanted on (B)(6)2020. Patient's condition during and after the explant procedure was fine.